Event description:
It was reported that a user ate a meal and did not announce it to the ilet system for approximately one hour, then called to ask whether she should still announce; she was advised that announcements should occur at or just before the first bite or within 30 minutes after eating, and to monitor blood glucose so the automated correction algorithm could respond as needed. No reported adverse clinical effects, and the user¿s blood glucose at the time of the call was 140 mg/dl. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user-related handling consistent with a missed meal announcement without device malfunction. It was concluded that the device functioned as designed and that the event resulted from use error related to timing of meal announcement.